Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was not diagnosed with peritonitis. On an unknown date, the patient was hospitalized for an unspecified indication and was later discharged the same day. H10: based on additional information received, the pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis.the cause of the event, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.